Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No unexpected scrolling numbers noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the insulin pump was scrolling when the customer attempted to bolus. Customer's blood glucose was 147 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.